Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings.

Event description:
While reporting calibration errors and sensor glucose values versus blood glucose values, customer's mother reported that the customer recent had a blood glucose level was 135 mg/dl at the time of the call. No further information was provided.